Manufacturer narrative:
The flow-I was investigated by the field service engineer. No fault could be duplicated and it was concluded that the reported issue was caused by a user error. The findings were passed on to the anesthesia specialist. There is no sufficient information about how the user error affected the function and thus causing the reported alarms. After successful testing, the anesthesia system was returned for clinical use without further issues. The internal log confirms alarms for leakage, fio2: low and high airway pressure but the true cause has not been determined.

Event description:
Manufacturer's reference #: (B)(4).

Event description:
A leakage from the back of the anesthesia workstation was reported. The received logs contain alarms for airway pressure high and fio2 low. There was no patient harm reported. Manufacturer´s ref. #: (B)(4).